Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 and 495 mg/dl. Customer reported pump is beeping and her husband is running high. The customer was in the hospital with the flu and pneumonia and he is not on the pump. Customer also stated they were not hospitalized due to the pump. The product will not be returned for analysis.